Manufacturer narrative:
The device was not returned to olympus for evaluation, due to issue being resolved through troubleshooting.. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii video system center had no image on the monitor. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over thirteen (13) years since the subject device was manufactured. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Based on the results of the investigation the root cause could not be identified; however, it is likely that a defective red, green, and blue cable led to the malfunction: olympus will continue to monitor field performance for this device.